Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a signal loss occurred frequently between (B)(6) 2026. The wearable was inserted into the abdomen on (B)(6) 2026. According to the patient, on (B)(6) 2026, around (B)(6), the patient changed their sensor due to the previous sensor having signal loss. However, the signal loss continued. The patient did not check their blood glucose (bg) due to running out of supplies. Later that day, the patient developed flu like symptoms with vomiting every 30 minutes, chest pain and called 911. The patient noted that the cgm continued to have signal loss. Upon arrival, the paramedics obtained a bg, however the patient is unable to recall the value. The patient was treated with IV fluids during transport via ambulance to the hospital. At the hospital, the bg was 374 mg/dl with continued cgm signal loss. The patient was admitted, received IV fluids, magnesium, and was placed on an insulin drip. Laboratory work confirmed diabetic ketoacidosis (dka). The patient was hospitalized for 24 hours and then discharged. At home, the patient continued feeling unwell and discovered her tandem t:slim x2 infusion set was clogged. The patient began vomiting again, checked bg at 500 mg/dl, changed the infusion set, and administered a 5.7 unit insulin bolus, after which glucose levels improved. No other details were documented. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.